Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped insulin delivery. Customer pressed "resume insulin" and insulin delivery was resumed. Blood glucose was 400 mg/dl. Contact does not remember the alarm, alert or notification message that was declared and could not recall details of the event. Contact declined to tandem technical support's offer for further assistance.